Event description:
Litigation papers allege pain and excessive metal ion levels. (Co: 7.5, cr: 7.8). Update rec'd 09/23/2014- litigation papers received. The product part number was provided. The invoice was located. There is no new additional information that would affect the investigation. The complaint was updated on: 09/30/2014. Update rec¿d 02/12/2015 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The stem and sleeve are being added due to elevated metal ion levels. The complaint and associated mdrs were updated. The complaint was updated on: 03/03/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).